Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the sixth inflation at 6 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.